Event description:
It was reported that during a mammogram procedure the compression paddle would not release. The patient was eventually released without any injury. No additional information has been provided.